Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 100% stenosed lesion in the tibial artery with heavy calcification. The 014 whisper ls guide wire (gw) was advanced to the target lesion using a support catheter. Strong resistance was met during advancement due to the heavy calcification and 8cm of the gw became separated at the distal end. The proximal end of the gw was removed and difficulty was also noted due to the anatomy. There was no attempt to retrieve the separated distal portion because it was stuck in a collateral artery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported core separation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and foreign body in patient appear to be related to the operational context of the procedure. Additionally, there was no attempt to retrieve the separated portion of the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.